Event description:
It was reported that port was implanted in 2005. In 2006, clinician was no longer able to inject medication into port. Port surgically removed. Upon removal, clinicianl discovered poet ahd "burst apart". There were no associated patient complications reported.